Event description:
Complainant alleged that during biomed testing the device will not power up with battery power. Device did power up with ac power.complainant indicated that there was no patient involvement in the reported malfunction.